Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicates this is due to improper handling. The reported condition was confirmed. If additional info is received, a supplemental report will be sent.

Event description:
Report received from the (B)(6) stating that there were "exposed wires on the cord" of the motor device. The reporter could not clarify the location of the exposed wires. The device was not used in surgery. No injuries or medical intervention were reported. There was no additional info provided.